Event description:
The report indicated that following mitral valve replacement the pt was transferred to intensive care unit, when her condition deteriorated. The pt was subsequently placed on normothermic "cpb". After 40 minutes on bypass, a sudden drop in the arterial pressure was noted and pt became hypotensive. Despite increasing the rpm's on the centrifugal blood pump the arterial flow remained low. A high inlet pressure was noted by the clinician. The oxygenator was changed out. Bypass continued, however, pt's condition continued to decline and she subsequently expired in the operating room.